Manufacturer narrative:
Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Customer reported two false positives from a single sample. Information reported by user is being reported as required by 21 cfr 803.